Manufacturer narrative:
E3: non-healthcare professional the device evaluation as noted in section b5, found cable flooding and pixel defects due to image capture failure. Based on the results of the investigation, a definitive root cause cannot be identified. A device history review was completed, and no issues were identified. The instructions for use (IFU), it states: warning regarding unexpected disappearance of endoscopic images or inability to unfreeze warning the following precautions should be strictly observed. Endoscopic images may disappear unexpectedly or the freeze cannot be released during the examination. - do not reprocess or store this product with tweezers, forceps, scalpels, etc. Doing so may cause a hole in the camera cable, which could result in water leakage that could destroy the electrical circuitry inside the product. - when straightening the camera cable, a portion of the camera cable may become looped approximately 10 cm or less. When a loop of approx. 10 cm or less occurs, do not pull the camera cable forcibly, but release the loop while rotating the camera head and gradually straighten it out. Forcibly pulling on the loop may apply strong force to the camera cable, which may cause the camera cable to break. - do not apply excessive bending, pulling, twisting, crushing, or other force to the camera cable. Doing so may cause the camera cable to break. - when wiping the outer surface of the camera cable, do not squeeze the camera cable strongly. Doing so may cause the camera cable to break. - hold the camera head, not the camera cable, while operating the endoscope. There is a possibility that the camera cable may break. - do not use a pair or other means to secure the camera cable. There is a possibility that the camera cable may break. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the subject device exhibited cable flooding and pixel defects due to image capture failure. There was no patient involvement.